Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated, my right front tooth is super sensitive. I can't eat. And if I talk for too long, it starts to hurt. Clinical reviewed the information and requested a letter of recommendation. The patient provided the lor and x-rays. In which, the dentist recommended, that the patient cease treatment for a period of time, due to the need for a root canal and time to heal. As a result, treatment was discontinued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.